Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the right femoral artery. A bmw hi torque (ht) guide wire was inserted, but imaging showed that it had separated into two pieces and a portion remained in the femoral artery. A lasso was inserted, and the broken piece of the guide wire was successfully removed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported and the product was not returned for analysis. The investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. In this case, it is likely that during advancement, manipulation and/or inadvertent mishandling of the guide wire caused the guide wire to kink resulting in a core separation while in the anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.